Event description:
Additional information was received from a patient. It was reported that the implantable neurostimulator (ins) had protruded from the patient's chest in (B)(6) and his device was removed. The patient confirmed that the removal occurred on (B)(6) 2016 and thought only the battery was removed.

Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) eroded through the patient's skin. The cause of the event was the patient being very thin. The hcp opted to remove the ins. It was unknown if the issue was resolved. The patient was alive with no injury at the time of this report. The patient's indication for use is essential tremor and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.